Event description:
Arjo was notified about an event where a disposable repositioning sling was involved. It was reported that a patient¿s visitor tripped on the sling straps and fell. As a consequence of the event visitor sustained broken knee cap.